Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader burned the patient during a manual transmission. The patient was guided through a power cycle and a successful transmission. No further troubleshooting was done. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.